Event description:
It was reported that the user applied a freestyle libre 3 plus sensor and scanned it with the libre app, which resulted in the sensor being in use by another device and not connecting to the ilet; the user was advised to replace the sensor and was guided through the correct pairing process, consistent with an improper or incorrect procedure, and the component term was not applicable. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified, aligned with incorrect setup procedure and with no specific ilet component implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error setup and configuration conflict related to concurrent pairing of the freestyle sensor with a non-pump device."